Event description:
Philips received a complaint on the efficia dfm100 device indicating that the device failed testing. The device was evaluated on site by a philips fse (field service engineer) and it was determined that the therapy capacitor was defective. The fse replaced the therapy capacitor and the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.